Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the nurse stated that the aic was frozen. None of the soft buttons were working. They attempted to push and hold soft buttons for several seconds to try and get it to un-freeze but remained unresolved. No alarms on the aic. Appears to be running fine except none of the buttons are working.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 corrected information has been provided in e1(zip code, zip code extension) the root cause of the reported keyboard issue was undetermined due to insufficient evidence to identify the exact cause.